Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: air/water leakage from the insertion tube/bending section; due to a pinhole on bending section cover, water tightness was lost; distal end was shaved off; distal end cover had a cut; due to wear of angle wire, bending angle in up and down direction did not meet the standard value; adhesive on bending section cover was detached; connecting tube had a dent; deformation of the distal end; and universal cord, grip, and control unit had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing, there was a rubber leak and distal end damage on the bronchovideoscope. The device was returned for evaluation. During testing and inspection of the device, the following reportable malfunction was found: distal end burn. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the distal end burn was while using ahigh energy endo therapy accessory, such as laser or high frequency, inadequate distance from tip of the subject device was used, resulting in the burn (handling/use issue). Olympus will continue to monitor field performance for this device.